Event description:
It was reported the camera head presented lines in the image. This event occurred during set up. There were no reports of patient involvement. Lines on the screen when plugged in.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, the definitive root cause of the issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.